Event description:
The pt's ncp system was explanted due to infection. The pt was hospitalized for treatment of the infection for 6 days with a three day history of drainage of serosanguinous fluid from their chest incision site. While hosptilized, the pt remained afebrile and with purulent drainage. The infection was treated with IV antibiotics and explant of the ncp system. It is believed that only the pulse generator was explanted; however, investigation to date has been unable to confirm whether or not the lead was also explanted. After three days in the hosp, the pt was noted to have small dehiscence of the most lateral aspect of the incision site with continued serosanguinous drainage. The pt was then scheduled for exploration of the generator/pocket insicion site. During exploration, the generator/pocket incision site was noted to have signs of infection. The pt's device was removed and a PICC line was placed. The pt's condition at discharge was listed to be stable and abmulatory at baseline. Discharge medications were: vancomycin 210mg IV 1.8h. Per IV. Pt was scheduled for re-implant in 2003.